Event description:
During a ptca treatment procedure, the maverick2 monorail 15x1.5mm balloon ruptured at 16 atms. The number of inflations and pressure reached on each inflation are unk. The pt was asymptomatic, during this event. Details regarding the lesion being treated are unk. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.